Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm); however, the yaw moved in the opposite direction. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The customer provided an image of the instrument with no obvious damage.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument experienced articulation inflexibility. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist joint was stuck. The instrument was able to move, but it could not be rotated at certain angles. The angle of operation was not as good as the doctor expected, but it was working fine before the issue. The customer didn¿t remember if the timing of the instrument movement was appropriate. There was no shakiness or friction. There were no external collisions. The instrument was inspected prior to use, and it seemed fine.

Event description:
Refer to h11 for follow-up information.